Event description:
An email was received reporting that the pump's charging port was damaged and loose. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further action was needed.